Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.

Event description:
It was reported that the femur plate 4.5/6.5mm broke. Patient was revised.